Event description:
It was reported that occlusion alarms occurred. During troubleshooting with tandem technical support, the customer was able to clear the alarm and resume insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy, and has manual insulin injections if needed.